Event description:
The item had been broken middle shaft inside reflex hybrid screw extractor during stage of remove screw from reflex plate.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review, visual inspection. Results: there have been (B)(4) total complaints related to inner shaft tip deformation; those investigations concluded that user-error lead to the failures. The device was inspected and it was confirmed that the tip is broken. The broken tip was not returned. The DHR from this device's batch was reviewed and no deviations were noted. In this case it was later reported that all fragments of the device were removed from the patient. The device is made of an implant grade stainless steel to mitigate any risks of tips remaining in the patient. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.